Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that last friday ((B)(6) 2025) went to have an MRI and the technician attempted to connected however was not able to so MRI was rescheduled for today. When asked, patient said it has been about two months since last connected successfully to implant. Reviewed general use and after repositioning a couple of times, patient connected to implant and placed into MRI mode.